Manufacturer narrative:
(B)(4). Knife the analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. No testing could be performed due to the returned condition of the device. In order to verify the internal components, the device was disassembled. Upon disassembling, b-formed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. After further evaluation, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device cut the tissue, but it didn't apply all staples properly. The case was carried out by using another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information provided: on what tissue type was the device used? At what location on the tissue? Stomach. The tissue was medium thick, 1.8-2.0 mm. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. Please clarify: the device did not all the staples properly? Were the staple formed proper with the b form shape? Some staples folded with "b" shape, some others remained more open, the "b" shape was not formed completely. Was the staple line complete? Yes. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.